Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post implant procedure while trying to move the patient, the device exhibited loss of capture due to lead dislodgement. The device was set to maximum outputs to reestablish capture. The right ventricular lead was explanted and replaced. There were no adverse effects to the patient prior, during and post procedure.